Manufacturer narrative:
The reported event of oversensing myopotentials and crosstalk could not be confirmed. The device was returned for analysis and visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were seen.

Event description:
Additional information reported that the device was explanted.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was oversensing paced atrial events and myopotentials on the right ventricular channel. The device was reprogrammed to address this issue, and there were no patient consequences noted.